Manufacturer narrative:
Corrected fields: d9 (device was returned prior to initial submittal) this report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 14, 2023 sampling from: all channels cfu: <1cfu bacterial identification: no germs detected the device was evaluated and no abnormalities were found that could have led to a positive culture. The following defects were noted during the evaluation; the bending section cover glue had separated, the channel mount was damaged, the mouthpiece was damaged, the air/water/suction cylinder were scratched, the scope connector cover was damaged, and the bending tube had movement. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer stating that the device was stored in a typhoon prior to the sampling, the date of the last sampling was (B)(6) 2023, the sample was taken after storage and not immediately after reprocessing, the date the device was last used in a procedure was not specified nor the last date of the reprocessing, the device was reprocessed three times prior to the sampling, and the device was quarantined after the positive culture was observed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the duodenovideoscope tested positive on (B)(6) 2023, for 1 colony forming units (cfus) of staphylococcus aureus (the air / water channels were sampled) and <1 cfu of an unspecified microorganism (the operator channel / aspiration channel / distal end were sampled). The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.